Manufacturer narrative:
(B)(4).(B)(6).

Event description:
According to the reporter, the needle detached from the suture material while using the suturing device. The needle got stuck in the tissue and was able to be removed.